Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) had an over temperature alarm during use. There was no injury reported.